Manufacturer narrative:
Concomitant medical products: 7001 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the lead became bent during placement. The lead was not implanted, and another lead was attempted. During the attempt of the second lead, multiple extensions and retractions were performed to find good placement but during the last attempt the helix would no longer extend so the lead was removed and a new lead implanted. A device interrogation and chest x-ray the following morning found non-capture and undersensing and the lead was dislodged. A lead revision is planned for the future. The lead remains in use. No patient complications have been reported as a result of this event.